Event description:
It was reported that the device reached elective replacement indicator (eri) after only three years of service. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2009; 419388, implantable pacing lead, (B)(6) 2007. (B)(4).